Manufacturer narrative:
(B)(4). The reported complaint for "found blood returning" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported" during the implantation process of the catheter, there was found blood returning. So the physician removed the catheter and reinserted a new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported" during the implantation process of the catheter, there was found blood returning. So, the physician removed the catheter and reinserted a new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Damage was noted to the outer lumen consistent with being pinched or crushed at approximately 35.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully com-pleted. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufactur-ing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with a broken central lumen. The central lumen was noted broken at approximately 35.3cm from the distal tip. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 35cm from the iabc distal tip, which is the location of the previously noted broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 46cm from the iabc luer; which is the location of the previously noted broken central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot num-ber with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "found blood returning" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken, which allowed blood to enter the he-lium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported" during the implantation process of the catheter, there was found blood returning. So the physician removed the catheter and reinserted a new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".